Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The false messages were confirmed and were found to be caused by low ultrasonic readings with a fluid filled set. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump has an upstream occlusion alarm which reoccurs at about 30 mls during preventative maintenance. It was also reported there was no patient involvement.